Manufacturer narrative:
Product analysis: corresponding "mas" associated with complaint not returned for analysis. Multiple "rmas" set screw lots returned with similar issue (burrs noted at final tightening). Functional evaluation with sample product "rmas" bone screws and reduction break-off set screws confirmed issue. The above observations are consistent with manufacturing issue.

Event description:
Type of procedure: deformity case idiopathic, levels implanted: t2-l5 it was reported that, intra-op, the set screw peeled off. Product came in contact with the patient. No patient complications were reported. The fragments are so small that it would be impossible to know if they are indeed left behind. They did a wash post procedure.